Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery to remove a malleable device due to erosion. The left cylinder of the device was explanted, and the patient will be monitored to ensure no further medical complications occur.

Event description:
It was reported that the patient underwent surgery to remove a malleable device due to erosion. The left cylinder of the device was explanted, and the patient will be monitored to ensure no further medical complications occur.